Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected: b1, b2, h1, h6 health impact code, h6 type of investigation codes, h6 investigation findings codes, h6 investigation conclusion code.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Obvious fractured tubing, visible cylinder pump tubing. No other adverse patient effects were reported.